Event description:
It was reported that during the procedure the item broke inside of the patient. Surgery was not delayed and it is not known if there was an s and n backup device available.

Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The paddle end on the trial insert handle fractured off, rendering the device inoperable. Both pieces were returned. A small section fractured off the tibial trial and the piece that fractured off was not returned. The device also has some gouges in the surface around the fracture site. The devices were manufactured in 2013 and 2018 and show signs of extensive wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.